Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. Delta chambers are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that a pt experienced positional headaches and her physician decided to explant the delta chamber and replace it with a new delta chamber.